Event description:
It was reported that during a coronary intervention involving one nc sprinter rx coronary balloon catheter, the balloon failed to pass the lesion and deflation difficulties were encountered. The target lesion was located in the mid right coronary artery (rca) which exhibited mild tortuosity and mild calcification with 80% stenosis. The device was inspected prior to use and negative prep was performed with no issues identified. The lesion was pre-dilated. The device passed through a previously deployed stent and resistance was encountered during advancement. No excessive force was used. The patients blood vessels were blocked therefore experienced slowblood flow, which required rescue intervention. When deflation difficulties occurred, pressure was released using a pressure pump without effect. The balloon device was ultimately removed by pumping and dragging with a syringe. After removal of the device, a non-medtronic balloon was used with no issues observed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath/stylette. An iodine contrast medium of 320mg/ml was used. No adjunctive techniques were used to aid in delivery of the device. There were no difficulties noted during inflation of the device. The deflation difficulties were noted after the first inflation. An inflation pressure of 14 atm was applied for each inflation. The device was not moved or repositioned while inflated. The blood vessel blockage was caused by the balloon. The patient suffered cardiopulmonary arrest when the blood vessels were blocked requiring resuscitation. After successful resuscitation, the patient was reported to be in good condition. Product analysis: the device was returned for evaluation with the balloon in a pre-inflated state with the folds intact. An indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 10atms and its rated burst pressure (rbp) of 18atms. The balloon was then deflated in approximately 10 seconds without difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.